Event description:
On 08-may-2026, it was reported by an arthrex subsidiary employee via (B)(4) that a qty. 2 of ar-3602-2 fibertak anchors loosened. It was reported that at the time of the last stitch, the anchor loosened. This was discovered during a shoulder instability repair with fibertak anchors tied with knots using suture tape with no patient harm. The case was completed using another anchor. A procedural delay of one hour was reported and no additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.